Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and inferior vena cava (ivc) using a lightning aspiration tubing (lightning) and an indigo system cat12 aspiration catheter (cat12). During the procedure, the indicator light on the lighting unit immediately turned solid red after turning on. Subsequently, the hospital staff unplug and plugged the lightning unit back into the engine, checked that all four lights on the engine were illuminated with the canister properly seated as well as checking the lightning tubing for occlusion and flushing the cat12 to troubleshoot; however, the indicator light on the lightning unit remained solid red. Therefore, the lightning was removed. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.